Manufacturer narrative:
(B)(4): the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in a procedure inside the patient. According to the complainant, during the procedure, the radiopaque (ro) marker from the rx needle knife xl detached inside the common bile duct. A bsc exractor pro rx balloon was used in an attempt to retrieve the radiopaque (ro) marker however, it could not be removed and remained inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.